Manufacturer narrative:
The reason for this revision surgery was instability after 3 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints against this part number. This is the first complaint from this lot. It was reported that parkinson disease was the root cause of the implant instability. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the pt having issues with stability of the implant. Instability of implant caused by pt having parkinson disease.